Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 35 mm watchman flx laa closure device was implanted. Approximately two (2) months post implant, on (B)(6) 2025, the patient was admitted to the hospital for the surgical removal of the 35 mm watchman device as it had embolized to the left ventricle. On (B)(6) 2025, the patient died due to complications related to the surgical explantation. It was further reported that there were no symptoms reported by the patient or family members other than shortness of breath; however, the patient was reported to have had shortness of breath since before the implantation of the watchman device. The migration of the closure device was discovered during a routine echocardiography. The physician stated that after the device removal surgery, which also included a mitral valve repair, the patient developed hypotension and progressed to heart failure. The physician attributed the death and heart failure to the stress caused by the open-heart surgery.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. Media evaluated by bsc medical safety: procedural angiographic media was provided to assist in the investigation and was reviewed by bsc medical safety. The media review report concluded: 7 procedural fluoroscopy video loops showing status post sternotomy, injection of left atrial appendage (laa) which has an anterior bend and a second main lobe, deployment of device with some compression based on shape, tug test without significant wire bias and release of device. Position and seal are difficult to assess based on fluoroscopy only, hence it is not possible to determine whether position, anchor, size and seal (pass) criteria were met. The remaining loops confirm device embolization: a transthoracic echocardiogram (tte) video loop shows the embolized device in left ventricle (lv) under the mitral valve, possibly entangled in the chordae tendinae of the anterior leaflet and also a moderate mitral regurgitation. A video loop of open-heart surgery shows how device is freed from the mitral valve and removed from the left ventricle. In conclusion, the media does not allow to determine what contributed to the device embolization.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. Approximately two (2) months post implant, on (B)(6) 2025, the patient was admitted to the hospital for the surgical removal of the 35mm watchman device as it had embolized to the left ventricle. On (B)(6) 2025, the patient died due to complications related to the surgical explantation. It was further reported that there were no symptoms reported by the patient or family members other than shortness of breath; however, the patient was reported to have had shortness of breath since before the implantation of the watchman device. The migration of the closure device was discovered during a routine echocardiography. The physician stated that after the device removal surgery, which also included a mitral valve repair, the patient developed hypotension and progressed to heart failure. The physician attributed the death and heart failure to the stress caused by the open-heart surgery.

Manufacturer narrative:
Media evaluated by bsc medical safety: procedural angiographic media was provided to assist in the investigation and was reviewed by bsc medical safety. The media review report concluded: 7 procedural fluoroscopy video loops showing status post sternotomy, injection of left atrial appendage (laa) which has an anterior bend and a second main lobe, deployment of device with some compression based on shape, tug test without significant wire bias and release of device. Position and seal are difficult to assess based on fluoroscopy only, hence it is not possible to determine whether position, anchor, size and seal (pass) criteria were met. The remaining loops confirm device embolization: a transthoracic echocardiogram (tte) video loop shows the embolized device in left ventricle (lv) under the mitral valve, possibly entangled in the chordae tendinae of the anterior leaflet and also a moderate mitral regurgitation. A video loop of open-heart surgery shows how device is freed from the mitral valve and removed from the left ventricle. In conclusion, the media does not allow to determine what contributed to the device embolization.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. Approximately two (2) months post implant, on (B)(6) 2025, the patient was admitted to the hospital for the surgical removal of the 35mm watchman device as it had embolized to the left ventricle. On (B)(6) 2025, the patient died due to complications related to the surgical explantation. It was further reported that there were no symptoms reported by the patient or family members other than shortness of breath; however, the patient was reported to have had shortness of breath since before the implantation of the watchman device. The migration of the closure device was discovered during a routine echocardiography. The physician stated that after the device removal surgery, which also included a mitral valve repair, the patient developed hypotension and progressed to heart failure. The physician attributed the death and heart failure to the stress caused by the open-heart surgery.